Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site had a tiny spot and it was noted that fluid came out. It was mentioned that this was the second time that this happened and the physician believed that it was just patient's inability to heal properly. Infection was suspected and the patient was prescribed intravenous antibiotics. The patient underwent a revision procedure wherein the ipg was moved deeper. The patient was reportedly doing well postoperatively.